Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable. Block d4: expiration date is not applicable. Blocks d6 & d7: not applicable. Block h3 & h6: at the customer site, a field service engineer replaced the touchscreen control pad and interface cable. The system met specification and returned to use. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a core system was used in a procedure. During use, there was no display since the touch panel was not working. After unplugging/plugging in the cable to the control pad, the system did power on but it was too late into the exam to use the system. The procedure could not be completed and had to be rescheduled. No patient injury was reported. This product problem is being reported because the system could not be used; resulting in a potential for harm due to the delay of the procedure.

Manufacturer narrative:
Block d9: the core system component was returned for evaluation. Block h3: visual inspection of the core control pad found no damage observed. During functional testing, the control pad was connected to a good known bub and core system. Touch was responsive and accurate across the entire screen, which remained visible for the entirety of the testing. Navigation using the control pad was functional, as well. Additionally, the power was disconnected and reconnected multiple times, and each time the results were the same. Block h6: the probable cause of the reported failure (no display) could not be determined since the device performed as intended. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.